Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a male pt who received used super poligrip (formulation unk) as a denture adhesive. In (B)(6) 1999, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced neuropathy, myelopathy, copper low, zinc high, and nerve injury. At the time of reporting, the events were unresolved. According to the legal complaint, the pt used super poligrip (formulation unk) from 1999 to 2009. As a result, the pt experienced "shortness of breath, lightheadedness, memory loss, loss of balance, inability to walk at night, diarrhea, decreased sex drive, fatigue, numbness, paresthesis, peripheral neuropathy, gait ataxia, hyperzincemia and hypocupremia". According to the attorney's notes (noted to be compiled from various medical records), the pt began losing feeling in his legs, hands, arms, and lower torso. He became easily confused, forgetful, and dizzy and turned into "a shell of the man he once was". The pt was forced to retire in 2005. In 2008, he was declared totally disabled, dating back to 2005. As his condition worsened, he lost the ability to adequately care for himself. He required assistance getting into and out of a bathtub, tying his shoes, and buttoning shirts. The pt used a walking cane to avoid falling and further injuring himself. The pt first began using super poligrip in (B)(6) of 1999, when dentists removed all of his teeth due to infection. He was fitted for dentures at that time and began to use super poligrip. The pt used two to three tubes of super poligrip a week at a time. He used super poligrip until (B)(6) of 2009. The pt first noted numbness and tingling in his extremities in (B)(6) 2003, after using super poligrip for approx three years. The only initial symptom was a tingling sensation in his feet. Over the next two years, the numbness and tingling progressively grew worse, extending up his legs and then starting in his hands and continued to his arms. The pt was treated in the emergency room in (B)(6) of 2005 with complaints of shortness of breath. In (B)(6) 2005, the pt was treated in the emergency room with complaints of extreme dizziness, weakness, significant numbness in both his left and right hands, as well as numbness in both feet, extending up to the knees. The pt was diagnosed with "paresthesis" (paresthesias), a medical term that described a "pins and needles" sensation in the body's extremities. The hospital ran a series of tests that returned to conclusive results. In (B)(6) 2005, the pt returned to the hospital complaining of fatigue. The tingling and numbness in his limbs increased in severity and his balance deteriorated to the point he fell twice in the prior two weeks. The pt was diagnosed with gait ataxia, paraesthesia, and peripheral neuropathy. The cause of his condition was unk. On (B)(6) 2005, the pt was declared totally disabled as of (B)(6) 2005 and could not return to work for at least three months. On (B)(6) 2006, the pt's numbness had extended as far as the pt's waist and shoulders. The doctors reported the pt's symptoms resembled b12 deficiency. In (B)(6) 2006, the numbness ascended to the bottom of his ribcage and the paresthesias had increased in intensity in his feet. The pt was again diagnosed with neuropathy and b12 deficiency. In (B)(6) 2006, the pt complained of a degradation of his memory and extreme fatigue resulting from even the most insignificant physical activity. X rays and magnetic resonance imagings did not reveal any new findings. Info was received on (B)(6) 2010 via a self assessment and medical records. According to the self assessment dated (B)(6) 2006, the pt reported having a lot of trouble staying on his feet. He stayed in bed or in a chair. He reported frequent falls, memory problems, and numbness in hands / arms / legs / feet. Diagnoses included vitamin b12 deficiency with ataxia and decreased memory. On (B)(6) 2006, the pt was ruled out for wilson's disease. The pt continued b12 treatments. Only after viewing a commercial advertising a class action lawsuit against makers of denture adhesive in (B)(6) 2009, did the pt wonder if poligrip was the source of his illness. Diagnoses have also included myelopathy and dorsal column dysfunction. Treatments continuously failed to alleviate the pt's underlying symptoms or prevent his continued deterioration. According to medical records, on (B)(6) 2006, the pt's copper level was 140 (normal 700 to 1750 mcg/l) and zinc level was 2333 (normal 600 to 1200 mcg/l). On (B)(6) 2006, copper level was 156. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available.

Manufacturer narrative:
(B)(4).